Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 probe from lot# f11718462d was received in fair condition. Evidence of use in a procedure was evident on the probe. Breast tissue was found in the aperture. The probe was connected to a holster for functional evaluation. The probe initialized without issue. Using chicken breast as a medium, device was unable to obtain samples. Further analysis found that the o-ring seal that engages the sample collection cup was dislodged. After correcting o-ring placement, device obtained samples as designed. Per elite risk management documents, improper position of the o-ring may lead to loss of tissue transport. Per the voc, they were able to obtain a few samples and then none. This indicates that the probe was initially operating as designed. It is possible that the customer removed the sample management cup which caused the o-ring to become dislodged and once the sample management cup was replaced against the dislodged o-ring, prevented the probe from transporting samples back to the sample management cup. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that a few tissue samples were acquired after that no tissue samples. A new probe was used and the procedure was completed.